Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent three spinal fusion surgeries using rhbmp-2/acs and peek cage on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011 respectively. Patient developed unspecified injuries post operatively. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) of 2010, the surgeon ordered new mris for the patient and diagnosed her with severe, advanced l4-l5 arthrosis and recommended that she undergo a third surgery, an l4-l5 facet fusion. On (B)(6) 2011, the surgeon performed an l4-l5 facet fusion using allograft, and an l4-l5 facet fixation with facet screws on the patient. Rhbmp-2/acs was used in the patient during this surgery. Further following surgery, the patient was experiencing additional pain that she had not experienced prior to undergoing surgery. The surgeon recommended the patient to undergo a fourth surgery but the patient opted not to undergo a fourth surgery. The patient still experiences numbness and tingling in her fingers, which has only increased since her first surgery. She also experiences constant severe neck pain, back pain, headaches, depression, and permanent psychological impairment, along with, worsening radiating arm pain, which she did not experience prior to her first surgery.

Event description:
It was reported that the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.